Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure micro insert/essure micro-insert migrating out of fallopian tube") in a 28-year-old female patient who had essure (batch no. 627756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included multiparous (both pregnancies were preterm, and induced due to toxemia and hypertension), ovarian cyst, pelvic inflammatory disease (treatment received in 2004/2005) and hypertension. Concomitant products included alprazolam (xanax) since 2010, amlodipine since 2011, dicycloverine hydrochloride (bentyl) since 2013, eugynon (alesse) in 2004, medroxyprogesterone acetate (provera) in 2004, micropil plus (femcon fe) since 2008 to (B)(6) 2009, pantoprazole (protonix) since 2013 and sertraline from 2004 to 2010. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced pelvic pain ("pain"), back pain ("back pain") and abdominal pain ("abdominal pain"). In 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)/menstrual pain") and nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain"), menorrhagia ("heavy, prolonged bleeding/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse"), procedural pain ("painful post operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vomiting ("gastrointestinal or digestive system condition type:vomiting") and weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with vicodin, hydrocodone and surgery (underwent total hysterectomy with bilateral salpingectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower, back pain, dysmenorrhoea, menorrhagia, dyspareunia, procedural pain and abdominal pain was resolving and the vaginal haemorrhage, nausea, vomiting and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain, procedural pain, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: patient underwent laparoscopic total hysterectomy with bilateral salpingectomy, adhesion lysis, cystourethroscopy and placement of urethral catheter right and left. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), nausea, pain, gastrointestinal or digestive system condition type: vomiting, weight loss, migration of essure device location of device: device migrated through fallopian tubes, abdominal pain, patient did not underwent essure confirmation test were added. Patient's medical history and concomitant medications added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure micro insert/essure micro-insert migrating out of fallopian tube/possible malposition essure devices within the uterus / uterus visualized with essure devices bilaterally with proximal halve appearing to be within the uterine body") and menorrhagia ("heavy, prolonged bleeding/abnormal bleeding (vaginal, menorrhagia)") in a 28-year-old female patient who had essure (batch no. 627756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and medical device monitoring error "novasure endometrial ablation.". The patient's past medical history included multiparous (both pregnancies were preterm, and induced due to toxemia and hypertension), ovarian cyst, pelvic inflammatory disease (treatment received in 2004/2005), hypertension, amenorrhea, menses irregular, anxiety and hiatal hernia. Previously administered products included for an unreported indication: yaz. Concurrent conditions included vaginitis, decreased appetite, endometriosis of pelvic peritoneum, chronic gonococcal infection of upper genitourinary tract, constipation, pelvic adhesions and cystitis interstitial. Concomitant products included alprazolam (xanax) since 2010, amlodipine since 2011, dicycloverine hydrochloride (bentyl) since 2013, eugynon (alesse) in 2004, medroxyprogesterone acetate (provera) in 2004, micropil plus (femcon fe) since 2008 to february 2009, pantoprazole (protonix) since 2013 and sertraline from 2004 to 2010. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced pelvic pain ("pain"), back pain ("back pain") and abdominal pain ("abdominal pain"). In 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)/menstrual pain") and nausea ("nausea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse"), procedural pain ("painful post operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vomiting ("gastrointestinal or digestive system condition type:vomiting") and weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with vicodin, hydrocodone, surgery (underwent total hysterectomy with bilateral salpingectomy on (B)(6) 2014) and surgery (novasure endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, menorrhagia, pelvic pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, procedural pain and abdominal pain was resolving and the vaginal haemorrhage, nausea, vomiting and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain, procedural pain, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: endometriosis of uterus , endometriosis of pelvic peritoneum , mechanical complication due to intrauterine contraceptive device, other chronic gonococcal infections of upper genitourinary tract.possible malfunction o f essure patient underwent laparoscopic total hysterectomy with bilateral salpingectomy, adhesion lysis, cystourethroscopy and placement of urethral catheter right and left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure micro insert/essure micro-insert migrating out of fallopian tube/possible malposition essure devices within the uterus / uterus visualized with essure devices bilaterally with proximal halve appearing to be within the uterine body") and menorrhagia ("heavy, prolonged bleeding/abnormal bleeding (vaginal, menorrhagia)") in a 28-year-old female patient who had essure (batch no. 627756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and medical device monitoring error "novasure endometrial ablation.". The patient's past medical history included multiparous (both pregnancies were preterm, and induced due to toxemia and hypertension), ovarian cyst, pelvic inflammatory disease (treatment received in 2004/2005), hypertension, amenorrhea, menses irregular, anxiety and hiatal hernia. Previously administered products included for an unreported indication: yaz. Concurrent conditions included vaginitis, decreased appetite, endometriosis of pelvic peritoneum, chronic gonococcal infection of upper genitourinary tract, constipation, pelvic adhesions and cystitis interstitial. Concomitant products included alprazolam (xanax) since 2010, amlodipine since 2011, dicycloverine hydrochloride (bentyl) since 2013, eugynon (alesse) in 2004, medroxyprogesterone acetate (provera) in 2004, micropil plus (femcon fe) since 2008 to february 2009, pantoprazole (protonix) since 2013 and sertraline from 2004 to 2010. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced pelvic pain ("pain"), back pain ("back pain") and abdominal pain ("abdominal pain"). In 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)/menstrual pain") and nausea ("nausea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse"), procedural pain ("painful post operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vomiting ("gastrointestinal or digestive system condition type:vomiting") and weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with vicodin, hydrocodone, surgery (underwent total hysterectomy with bilateral salpingectomy ) and surgery (novasure endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, menorrhagia, pelvic pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, procedural pain and abdominal pain was resolving and the vaginal haemorrhage, nausea, vomiting and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain, procedural pain, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: endometriosis of uterus , endometriosis of pelvic peritoneum , mechanical complication due to intrauterine contraceptive device, other chronic gonococcal infections of upper genitourinary tract.possible malfunction o f essure patient underwent laparoscopic total hysterectomy with bilateral salpingectomy, adhesion lysis, cystourethroscopy and placement of urethral catheter right and left. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received- event "possible malposition essure devices within the uterus / uterus visualized with essure devices bilaterally with proximal halve appearing to be within the uterine body" was clubbed with previous event and coded to device expulsion. Concomitant & historical conditions and drugs were added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure micro insert") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("heavy, prolonged bleeding"), dyspareunia ("pain during intercourse") and procedural pain ("painful post operative recovery"). The patient was treated with surgery (underwent total hysterectomy with bilateral salpingectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, abdominal pain lower, back pain, dysmenorrhoea, menorrhagia, dyspareunia and procedural pain was resolving. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and procedural pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.